Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The patient based the treatment on the cgm readings and self-treated with insulin. As the values were inaccurate the patient lost consciousness. An ambulance was called, and the patient was taken to the emergency room. There he was treated with IV medication. There is no documentation about when the patient was discharged. There was no bg nor cgm values reported during the entire event, however noted that the values were greater than 20% off. At the time of the report the patient was recovered and good. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that readings were over 20% off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.